Event description:
It is alleged that before the procedure, the clip was loaded into the clip applier, then the clip applier was put into the cannula and loaded into the sterile adapter. As the sterile adapter engages the clip applier, it reportedly spins the shaft and jaws and drops the clip out.